Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. No troubleshooting was conducted as the customer was not coherent at the time of the call. The caller stated that he would have the customer call us for troubleshooting once she was feeling better. Nothing further was reported.